Event description:
In 2008, this patient was implanted with gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. Also the same day, this patient was implanted with gore excluder aaa endoprosthesis to treat an iliac artery avulsion. Patient died the following month. Cause of death is unknown. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.